Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell on their pump and the touch screen became shattered. Additionally, the pump touch screen would no longer show text and only displayed colors. Customer's blood glucose was 209 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.